Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content that was measured in the platelet product after a double platelet product, 200 ml plasma collection. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. No medical intervention was necessary for this event. Donor unit # (B)(6). The disposable set is not available for return for eval. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. Signals in the rdf indicate that the trima accel sys operated as intended. The measure wbc content is within the FDA's current acceptable limits of 5.0x10^6 once the collected product is processed into components. Conclusion: no failure occurred.